Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the leading haptic was twisted downward toward the capsular bag, which required the surgeon to carefully maneuver the lens to avoid damaging the bag. The lenses were successfully placed into the bag, and neither was explanted. The procedure was completed on the same day. Additional information has been requested and received stating that there was no patient harm.